Manufacturer narrative:
(B)(4). The reported field event could be confirmed. Analysis found false alerts regarding device being in both eri and eos (eol), furthermore the time stamp for the eri alert was found to be erroneous as it was set to a date before the device was manufactured. The reason for these anomalies could not be determined. Review of the device stored battery voltage during service life found no anomalies, i.e. No measurements close to eri. The device firmware was reloaded to clear the eri and eos messages and the device was exposed to extensive testing, normal electrical characteristics were measured throughout all tests. The estimated remaining longevity with settings as received was 2.7-3.0 years.

Event description:
It was reported that when the device was interrogated, the date of implant displayed was incorrect and moreover the device was in elective replacement indicator phase. The pacemaker was replaced. Patient condition was fine after the procedure.